Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed a hematoma post cochlear implant surgery and underwent a revision surgery on (B)(6), 2015 to excise the hematoma. On (B)(6), 2015 the patient underwent a second revision surgery for packing of the oval window with fascia due to perilymph leak. The implanted device remains.